Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during routine follow-up, no capture and low sensing were noted. X-ray confirmed lead dislodgment. The lead was explanted when repositioning was unsuccessful.